Manufacturer narrative:
The ge svc rep removed and replaced the touch screen assembly and verified the system boots normal. The password and other pt data info can be entered without error.

Event description:
The customer reported that they had problems signing into the system, and that once signed in, the pt entry file would keep hopping around, and would not allow the input of data.